Event description:
Pt with intrathecal morphine pump underwent surgery to reposition the pump and to check catheter patency. Approx 6 hours after surgery, pt experienced respiratory depression and was resuscitated. The medication was aspirated from the pump and approx. 1 ml less than expected was returned. The medtronic rep reviewed the programming and discovered the abandoned bolus was restarted when the infusion was started at 2.5 mg/day.